Event description:
It was reported that magnetic resonance imaging (MRI) was performed on the patient. Months later a device interrogation was performed and it was determined a power on reset (por) had occurred. The atrial lead exhibited high impedance. The device was reprogrammed and both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).